Event description:
It was reported that, "the patient had a revision tha due to a cup loosening."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.